Manufacturer narrative:
(B)(4). It was reported that the persona knee instruments were fractured and returned via worn instrument return program. Medical product item # lot # 42517400710 62134006 42527000505 62817492 42527000505 62188408 42527000505 63743435 42527000303 62769780 42527000303 62614838 42527000707 63535363 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03331 0001822565-2018-03332 0001822565-2018-03333 0001822565-2018-03334 0001822565-2018-03335 0001822565-2018-03336.

Event description:
It was reported that the persona knee instruments was returned as it was fractured, no patient involvement.

Manufacturer narrative:
Reported event was confirmed by review of device returned. Examination of the returned part determined that the device exhibits signs of repeated use (nicked and gouged) also has fracture on medial side of post. All pieces returned. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03332, 0001822565-2018-03333, 0001822565-2018-03334, 0001822565-2018-03335, 0001822565-2018-03336.

Event description:
It was reported that the device was discovered fractured in the warehouse. There was no patient involvement reported for the event. No additional information is available.